Manufacturer narrative:
No sample has been returned for evaluation. The finish goods consumable lot was manufactured with four valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Three lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates this is the (B)(4) complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice. The reported lot for this complaint includes affected manufacturing lots. The post assembly inspection has been discontinued. A non-safety medical device correction was completed and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that all the three trocars leaked during the procedure. The procedure was completed using the trocar plugs. No patient harm reported for this event. Additional information requested.

Manufacturer narrative:
Three opened trocar/hub assemblies were received visually inspected. One sample was found non-conforming with a cut in the septum and two samples were found non-conforming with open septums. (B)(4).